Event description:
Clinical study. It was reported that during an elective coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician predilated a 90%, mildly calcified de novo lesion in the proximal lad at 10 atms prior to deploying a taxus express2 3.5 x 20 mm drug eluting stent at 18 atms. The physician then treated a mildly calcified, 95% stenosis in the tortuous proximal circumflex (cass site 18), predilating at 12 atms. Following deployment of the taxus express2 3.0 x 12 mm otw drug eluting stent at 9 atms, the stent delivery balloon was difficult to remove. The balloon deflated normally, but could not be removed. The physician inflated/deflated, pushed and pulled on the balloon, but it was "stuck." While tugging on the wire/balloon, the guide catheter was "diving down." The guide catheter was then disengaged and the balloon was eventually removed. As the device was being withdrawn, two grade e dissections occurred distal to lesion and at the target lesion. The physician was unsure if the dissections were due to predilation or from the manipulation of the balloon. The patient experienced chest pain and subsequent acute non-q wave myocardial infarction occurred during device withdrawal. The physician was unable to re-cross the vessel with a guide wire. A decision was made to support the patient medically with an intra-aortic balloon pump and was transferred to ccu for monitoring. The pt was seen in consulation by a cardio-thoracic surgeon, but no further intervention was recommended. The patient was discharged on antiplatelet therapy 4 days later.